Event description:
New information notes that the patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t wave over-sensing. The implantable cardioverter defibrillator was explanted and replaced.